Manufacturer narrative:
G4: 13oct2020. B4: 09nov2020. The power supply was returned for failure analysis. Customer complaint verified. Root cause is failure of power supply. Q12 was shorted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 31jul2020.

Event description:
The customer reported a power source issue. The device did not have patient involvement at the time the issue was discovered; therefore, there was no patient or user harm reported. The service technician indicated when the device was checked, it was confirmed that the device was running with battery-powered. Although the service technician had the power cord and the connection from the wall checked, the phenomenon persisted. The reported phenomenon was confirmed. Checked the unit with diagnostic mode then confirmed a voltage conversion function didn't operate properly. The power supply in which converted voltage was replaced to resolve the reported issue. The unit was checked overall, cleaned, run in tests, and functionally tested.